Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that during an event the heartstart xl + displayed a "defibrillator not connected" error message. There was no reported patient impact.